Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported during patient use, the catheter leaked, fluid burst from the catheter lumen after the injection of the contrast medium. Customer immediately clamped the catheter lumen and removed the catheter, however it was not replaced. The patient expired due to illness and not related to the catheter event. According to the customer, death is not related to catheter. No other information was provided.

Manufacturer narrative:
Evaluation of the returned icy catheter confirmed the reported damaged on the distal luer tubing of the catheter, however, no balloon leak was observed during the functional testing. Visual inspection of the returned catheter was performed. A damaged tubing was noted at the distal luer. The distal luer tubing appeared to be ripped / teared like something burst out from the tubing. Functional testing was performed and the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressurized up to 100 psi and the pressure was observed for one minute without any leak observed on the balloon. In addition, lumen crosstalk testing was performed on the medial and proximal luer and no issue was observed. The distal luer was not tested as the tubing was damaged and cannot be tested. During manufacturing, all icy catheters are 100% inspected for leaks ( per mpi02-032) and extension tubing is 100 % tested for leaks (per qp02-009) .all catheters go through a thorough 100% inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. Only units that passed are moved to the next process. The damage on the luer tubing was caused by pressure after the injection of the contrast medium used by the customer during the device operation. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for icy catheter with lot number 69965. Male patient was being treated for hypothermia after cardiac arrest. Femoral insertion of the catheter was smooth. It was in the course of a CT examination over the distal lumen contrast agent injected. The catheter leaked, fluid burst from the catheter lumen after the injection of the contrast medium. Customer immediately clamped the catheter lumen and removed the catheter, and it was not replaced. The patient expired later. According to the customer, no patient injury or death attributable to zoll product. According to the customer, the patient has died due to illness, but not due to the catheter event. No other information was provided. Leakage of the catheter allowed sterile cold saline to enter the patient's vasculature. Because customer immediately clamped the catheter lumen and removed the catheter, not all amount of sterile cold saline entered the patient's vasculature. This event did not cause harm to the patient as sterile cold saline even in large amounts is commonly used in hospital settings. In agreement with a customer, the patient's outcome of death in this post cardiac arrest patient was not related to ivtm device but related to a patient's clinical condition.